Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Patient reported lump on right breast, pain and shortness of breath, capsular contracture, baker grade IV, liquid accumulation, inflammation, emotional stress, and "plural effusion". Patient has been taking acetaminophen and singulair 10 for pain, medications for anxiety and insomnia, and vitamin e 400u as treatment. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.